Event description:
It was reported that the device had two error codes in memory that will trigger the display to say "call service". When the display says "call service" the device is not functional. There were no reports of patient use associated with this event.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. The main pcb assembly was replaced then proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio-control further evaluated the removed assembly; however, the reported condition could not be duplicated. It was observed that the main pcb assembly performed normally during testing. Further root cause of the reported failure could not be determined.